Event description:
Blade not sharp. No clean cut. Surgeons experience intermittent drag during incision. Jagged cut.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation. Evaluation: arden test performed, failed arden test.